Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that the customer was currently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the emergency room visit was 412 mg/dl. The doctor stated that he wanted to verify that the insulin pump was functioning properly. The caller reported that the customer was not wearing the insulin pump at the time of the emergency room visit, but was unsure of how long.